Manufacturer narrative:
Patient information was not made available from the site. Medtronic representative determined probable cause likely a lose connection on the video splitter. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System left on for longer than two hours without issue. System performed as intended. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, both screens of the site's navigation system went black after instrument verification. In trouble-shooting, the navigation system was re-booted, however, issue was not resolved.